Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was not explanted and was therefore not available for evaluation. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The account communicated that the patient expired on (B)(6) 2018 due to pulseless electrical activity (pea) arrest. No alarms were reported and the customer communicated that it was unknown if the death was device or patient related. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2018. The patient was found in cardiac arrest with no pulseless electrical activity (pea). The patient received cardiopulmonary resuscitation (CPR) for 40 mins after multiple rounds of epinephrine and atropine injections but remained pulseless. The lvad was appeared to be off and no alarms were reported. It was unknown whether the death was linked to the device. No additional information was provided.